Manufacturer narrative:
One sample was received for evaluation. Visual inspection noted a cut that was observed on the tubing of the set. Upon activation of the white clip it was observed the white clip cut the tube. Further inspection of the white clip showed an uneven edge leading to the cuts. The probable cause of the cut is due to a molding error. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump tubing disconnected from the female portion of the equashield. The male and female adapters were still connected to the patient's port line and blood steadily dripped from the equashield attachments. The port line was clamped off to stop the bleeding. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H10 - related report numbers- (B)(6), (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.